Event description:
Pt was revised because although femoral neck had healed, the end of a 6.5x75mm screw was too long and was rubbing into the acetabulum.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to review of the information provided, as the lot number required to review the device history records was not provided. Provided information states the femoral neck had healed but the end of the 75mm screw was too long and was rubbing into the acetabulum. The surgeon decided to do a total hip replacement. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.